Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the death of a patient occurring on (B)(6) 2018 and contacted philips for assistance in obtaining and reviewing alarm related information from the monitoring system. The device was in use at the time. According to the nurse, she was at the desk when the patient¿s husband came out to tell her that the hr was lower than normal. The nurse went to the monitor to look at it and the hr was in the 50s. She then went into the room to see the patient. She noticed the bp did not read at 1100, so she recycled it. It was in the 80s so she assessed the patient. The patient was not responding like she was earlier and she could not find a pulse. She called a code and they coded the patient for 20 minutes but the patient expired.

Manufacturer narrative:
No malfunction is supported. The investigation has found that on (B)(6) 2018 beginning at 11:18 am in bed ccr19 red alarms for ***desat and ***brady were provided followed by ***vtach, ***vent fib/tach and ***asystole alarms with indications that alarms were silenced at the information center. Additional red alarms continued until 11:42 am. Note that prior to red alarms for heart rate and sp02, yellow alarms would have been provided however these are not stored in the logs in this version of software for the information center. Based upon the information provided by the customer and the log data, the information does not support the occurrence of a malfunction of the device. The customer has not alleged nor does the data support that the device was a factor in the death of the patient. The nurse was alerted to a change in the condition of the patient by her husband prompting the nurse to assess the patient and take action. The customer has been provided with information from the log files in order to satisfy their own documentation and investigation of the incident. No further action or investigation is warranted at this time.